Event description:
It was reported that the customer had 2 cartridges leak from the top. Customer had elevated blood glucose levels. A new cartridge was successfully loaded and insulin delivery was resumed.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.